Event description:
It was reported in an abstract that a nation-wide, multicenter questionnaire for complications of balloon kyphoplasty procedures (bkp) was conducted to examine 2,743 cases (out of 164 institutions) which responded to the questionnaire (response rate: 40%). The examined cases consisted of patients in their 50s (2%), 60s (11%), 70s (45%), 80s (38%), and 90s (3%). The treated levels were t5-t7 (1%), t8-t10 (5.4%), t11-l2 (72.5%), and l3-l5 (15.3%). The times from onset of fracture or back pain to treatment with bkp were within 4 weeks (11%), 4-8 weeks (24%), 8-24 weeks (42%), and 25 weeks or longer (23%). It was reported that post-operative bone cement displacement occurred in 1% of patients. No symptoms associated with the event were reported. No further information could be obtained. The type of cement used for these patients was not specified in the abstract.

Manufacturer narrative:
Literature citation : d. Togawa, et al. "Balloon kyphoplasty ¿ national survey by osteoporotic vertebral compression research group". 1404-02; ¿3-1-s3-3. (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.